Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canada affiliate, during a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia valve, resistance was encountered upon the commander delivery system (ds) reaching the tip of the 14f esheath+, requiring increased push force. Additionally, damage to the distal tip of the sheath was observed as a distal tip torn. There were no difficulties during ds or sheath withdrawal, and no patient injury was observed. The patient remained in stable condition.